Event description:
The customer reported that if the c-arm moves too fast, it shows horizontally. An error code states it needs to be reset. Also, sometimes the xray pictures show up light and then goes darker, when raising the system, the motor sounded like it was losing power. Also, when transferring images from image screen to box to save to disc, the touch screen doesn't seem to be moving the image into box area before it will move. All symptoms occurred during a procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep verified the image problems but could not duplicate the vertical lift noise. (Only happened once, according to tech). He replaced the hard drive, reloaded the (B)(4) software, checked and verified operational by taking 10 fluoro images, saving and recalling after boot-up, with no problems or errors. The system operates as intended.